Event description:
Infusion pump with failure code 570. It was knot specified if this failure occurred while infusion on a patient. The facility representative stated that no patient injury was associated with this report and no incident reports were filed since the last baxter service event. Information regarding patient demographics, medication involved and device programming was requested, but none was provided.

Manufacturer narrative:
A request for the return of the device has been made.